Event description:
It was reported that shortly after device replacement, the high voltage (hv) portion of the right ventricular (rv) lead exhibited a brief instance of high impedances. Further investigation indicated that the impedances of the hv portion of the lead had returned to within normal limits. It was further reported that the superior vena cava (svc) portion of the lead also exhibited high impedances. The device pocket was opened and the setscrew was checked, which appeared to be ok. Noise was also seen with lead manipulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 implantable pacing lead - (B)(6) 2004; 4193 implantable pacing lead - (B)(6) 2004. (B)(4).